Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a blurry image, there were stains and loops inside the charged coupled device (ccd) cover glass, the unit failed the water leak test, and the video cable has multiple kinks and knots. There was no patient involvement.